Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6), 2022. During the procedure, the device was placed onto the endoscope and there was no difficulty experienced upon setting up the device. When the physician tried to deploy the bands, the bands would not deploy. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, section e (initial reporter), block h6 (device codes) have been updated based on the additional information received on september 9, 2022. Block h11 (correction): block b5 has been updated based on provided photo of the customer.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the device was placed onto the endoscope and there was no difficulty experienced upon setting up the device. When the physician tried to deploy the bands, the bands would not deploy. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Correction: note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator housing and it was not possible to observe the position of the suture thread in the ligator housing. Additionally, the trip wire looked like it was cut, possible during the device removal. Additional information received on september 9, 2022: note: it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle. However, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing returned with all seven bands attached. The suture thread was unfolded from the first to fourth bands; however, the bands were still within the ligator housing, which suggests inability of the device to deploy the bands. The handle slot did not show any insertion marks of the trip wire. The trip wire was broken, possibly it was cut off to remove the device. The teeth and the suture hole of the ligator housing were in good condition. Per media analysis, the ligator housing had the seven bands attached. It was not possible to observe the position of the suture in the ligator housing. The trip wire looked as if it was cut; however, it was not possible to determine a problem on the provided photo. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the suture thread was unfolded from the first to fourth bands, but the bands were still attached to the ligator housing, which suggests that the device could not deploy the bands. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured and the information states that "the physician did not take up the slack." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately affecting the functionality of the device. The suture tension may not have been correct to perform the deployment of the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the device was placed onto the endoscope and there was no difficulty experienced upon setting up the device. When the physician tried to deploy the bands, the bands would not deploy. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Correction: note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator housing and it was not possible to observe the position of the suture thread in the ligator housing. Additionally, the trip wire looked like it was cut, possible during the device removal. Additional information received on september 9, 2022: note: it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle. However, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."